Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards new zealand affiliate, during a left transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, high push force was noted when the commander delivery system and valve was inserted into the esheath+, and all the way through until valve deployment. The valve was successfully deployed and no patient injury occurred. The patient was stable post-procedure and already discharged home. There were no edwards devices damage during the case. As per pre-decontamination of the returned device, the esheath tip was opened but split.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and the following was observed: sheath liner expanded as designed. Sheath tip opened but split. Scratches along sheath shaft. Due to the returned condition of the returned device (liner expanded) and the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion advancement through the sheath and potential valve frame damage using the s3u s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and or steep insertion angle. In addition, valve frame and or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported resistance between system components was unable to be confirmed. No information regarding access vessel characteristics or sheath insertion angle was provided, however, scratches were observed along the sheath shaft during evaluation. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. The reported sheath distal tip split was confirmed based on evaluation of the returned device. No manufacturing non conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per evaluation of the returned device, the esheath distal tip was split. Additionally, scratches were observed along the sheath shaft which may be indicative of presence of calcification in the access vessel. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement. As such, available information suggests that patient factors (calcification,) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.